Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient's doctor recommended the removal of the lifevest until the skin irritation was resolved. Follow up was completed and the skin irritation was improved.